Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The reported anesthesia system was investigated at the hospital by our field service engineer. The hose system, patient cassette and water trap were replaced but the issue persisted. Further inspection revealed that water had entered the device through the compressed air supply connection. The air gas module, gas block printed circuit board and the cable for the main backplane printed circuit board were replaced.no parts were returned, but a service report and pictures of an excessive amount of water in the air gas module were received. Water in an air gas module most likely affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the anesthesia workstation must not be exceeded.

Event description:
Manufacturer's ref: #(B)(4).